Event description:
A report was received that the patient was experiencing undesired stimulation in an unrelated system due to lead migration which was confirmed through xray. It was noted that prior to the event the patient had a fall but was unsure when. The patient underwent a revision procedure wherein the anchor was re-sutured. The patient was doing well postoperatively.